Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl- 500 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. In addition the pod was leaking during wear. As treatment, the patient administered insulin.

Manufacturer narrative:
The returned device was evaluated and the received device was had the cannula assembly deployed. The pod generated an 0x6a occlusion alarm. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when the bend in the soft cannula occurred or if it contributed to the 0x6a alarm. A root cause for the hazard alarm also could not be determined. A leak test found no leaks or tears in the fluid path. No other damages or manufacturing deficiencies were found during the investigation. No timeouts or drive stalls were observed in the data that would prevent delivery of insulin.